Manufacturer narrative:
H3. Analysis of the handset found that the device won't do telemetry and unable to connect to test communicator. No visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that when they first got the handset it would give them the bolus but as time went along it had decided to not connect to the pump since about 4 - 5 months ago. Yesterday ( (B)(6) 2024) they were in their doctor¿s office, and they said something to the medtronic representative and they ¿put it up but they were having to push awful hard on the communicator to get it to recognize the pump.¿ the patient had to ¿move it and turn it and put it there and move it some more¿ and stated, ¿it is taking 10 to 17 minutes to get the handset to communicate with the pump.¿ the patient stated, ¿the only way they can do it is up against the skin or over their t-shirt.¿ the patient verified that the pumpis in the front of their body, and it did not seem to be moving around or flipping in the pocket. The agent had the patient try to connect to their pump and patient the stated that the handset was showing retrieving pump settings and stops at 63% - then stalled at 75% then after a few minutes the patient verified that they were connected to the pump and the lockout was showing. The issue was not resolved through troubleshooting. A re placement handset was requested from the repair department because the patient stated that they have had a difficult time connecting to the pump since they received this handset; the patient verified the communicator showed the solid blue light; when making connection the patient stated the connection would stall at 50 - 60%; and sometimes the app would time out and the patient would have to start the process over again. No patient harm reported.